Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded. However, picture received identified a hairline crack on the female luer component of the set which likely caused the reported leakage. The root cause was not identified.

Event description:
The report suggests that approximately 7 hours into an infusion of blinatumumab a leak was observed from a cracked female luer. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.